Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test and insulin pump¿s screen had scratches. Customer states that possible scratching from a seatbelt and they have to tilt the pump to read the screen. Customer states that they had issue with battery compartment and failed battery. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Customer declined troubleshoot for failed battery test. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with minor scratches on display window noted. (B)(4).